Event description:
As reported by the user facility: event 4 our facility has noticed a problem with the arterial line not screwing onto the cvc like it should. And the lines have been creating air in lines and s.a.d. Error on machines. Customer complaint advocate called the customer facility contact - seemed that they have had to switch out lines on at least 5 lines per day. Some have been noted to be defective before use on a patient, but other times therapy is interrupted as the dialyzer alarms via the sad alarm for excessive air. There is air coming through the connection at the arterial line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 4: the report has been identified as b. Braun medical international report number (B)(4). Five (5) samples were returned for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with failing results. The sample is not within specification; the reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.0